Event description:
Covidien received information that the patient was removed from the 840 ventilator due to a malfunction. Covidien inspected the device and verified a malfunction. The o2 sensor was replaced. The ventilator passed all testing.